Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The field system log shows error 32100 being reported by the axes controller arm (aca) board pointing to the pitch brake. The unit passed all patient side cart (psc) fixture test platform (pftp) tests and was able to drive instruments on the system with no issues. The complaint was confirmed based on system log review, which indicates that the device may have contributed to the customer reported issue. While the failure was not replicated during in-house testing of the returned usm, the error observed in the system logs point to a voltage monitoring issue with the aca board and pitch brake.

Event description:
It was reported that prior to the start of a da vinci-assisted total colectomy surgical procedure, customer stated that they were getting repeated 32100 error at power up. Customer have tried to power cycle the system multiple times but the 32100 error still returned. Technical support engineer (tse) was able to see that the 32100 error is related to universal surgical manipulator (usm) 1. Customer powered the system down again and did an emergency power off (epo) at the patient side cart (psc). Then, customer powered the system back on, however the 32100 error still returned. Later, customer was able to successfully disable usm 1. Customer stated that they may be able to do some of the procedures with three arms. The procedure was completing as planned with no reported injury.